Manufacturer narrative:
Resolution to the customer's alleged issue has not yet been confirmed. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Per hemo-6373 merge hemo 10 user manual: equipment care (page 363) general: inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required.

Event description:
Merge hemodynamics displays, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On june 18, 2018, the customer contact reported that the hemo waveform monitor went blank during a case on (B)(6) 2018 in lab 2. As a result, the hemo monitor pc was rebooted. Once the hemo monitor pc was rebooted, the case was completed successfully. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. However, there were no reports of harm to the patient as a result of this issue. (B)(4).

Manufacturer narrative:
During initial troubleshooting with the customer from hemo support, the keyboard, video, mouse (kvm) video graphics adapter (vga) was bypassed and the hemo monitor was directly connected to the hemo monitor pc and reconnected to the hemo monitor pc, the monitors then started to display as expected. The video graphics adapter (vga) had to be re-negotiated to get the waveform monitor back up and running. Since this re-negotiation, no further reports off the waveform monitor going blank has been noted. Revised information contained in this supplemental report includes the following: methods code: 10 - testing of actual/suspected device. Results code: 3213- interoperability problem identified, 628- communications problem identified, 608- wired communication problem. Conclusions code: 12 - cause traced to device design, 4302- human factors engineering- device difficult to operate.